Event description:
It was reported that the product bag was torn. A 7mm x 40mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure for endovascular therapy. Upon opening the product while still outside the patient body, the product bag was torn. This stent was not used and no adverse patient effects were reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the product bag was torn. A 7mm x 40mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure for endovascular therapy. Upon opening the product while still outside the patient body, the product bag was torn. This stent was not used and no adverse patient effects were reported.